Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the tightrope ii broke off at the button while the sutures were tightened. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. 18-may-2022 update: further information were provided that the reported event occurred on (B)(6) 2022 during an anterior cruciate ligament reconstruction. It was further reported that the device will not be returned as the implant remained implanted inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.